Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 2 c-ring broke off at the end of harvest, leaving half of c-ring device inside patient. The piece was retrieved with no issues. No incision was needed to remove the broken item. The same unit was used to complete the procedure. The hospital did not report any pt effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).